Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly calcified lesion in the moderately tortuous proximal left anterior descending (lad) artery. A non-abbott guide wire was placed. The 3.25x15mm nc tenku balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The nc tenku bdc was soaked and prepped with no issue or leak noted during preparation. The nc tenku bdc was advanced to the target lesion without reported issue; however, the bdc completely failed to inflate and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.0x12mm non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.